Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display. Unable to download using thump software due to display anomaly. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assembly. Battery tube connector plugged in properly to j7/pcba 1 and no moisture damage on the electronics assembly. During visual inspection under microscope a crack was found on the u6 chip causing the blank display. It was determined the cause of the blank display was pcba2. Isolate to pcba2. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained and faded). In conclusion, customer concern for cosmetic damage was confirmed where cracked battery tube threads and cracked case corner of belt clip rails were noted. Blank display was confirmed due to a cracked on u6 chip on pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump and damage to the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested, and the customer response was the device returned.